Event description:
It was reported that a patient was seen in clinic due to an inability to turn up amplitudes. Upon assessment, high impedance was identified on contacts 0, 1, 2, 3, and 6, each showing red impedances of 40000, and there was a loss of stimulation. The programming was found to be using the impeded contacts. The patient was given new programs that provided satisfactory pain relief. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.